Event description:
It was reported that the customer had issues learning how to use the continuous glucose monitoring system. The customer's mother stated that the customer had been overcalibrating and calibrating at inappropriate times. The blood glucose reading was 43 mg/dl, and the customer treated with juice and protein bar. The caller stated that the customer drank a lot of tea, which caused his blood glucose reading to rise to 169 mg/dl, since he underbolused for the tea. The caller stated she did not consider the issues with the first sensor to be a malfunction of the system and that they are a little further over the learning curve of the system. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.